Event description:
It was reported that a possible problem with a patient¿s implantable neurostimulators (ins) was suspected/alleged. The patient reported that both of her ins devices had not been holding a charge anymore and that she had to recharge every day. It was stated that the patient was not aware if there were any occurrences of overdischarge. It was stated that the patient had a replacement surgery on (B)(6) 2013 for both ins devices. It was stated that the caller did not know whether the devices would be sent to the manufacturer for analysis.

Manufacturer narrative:
Concomitant products: product ID 37712, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).